Manufacturer narrative:
Product analysis conclusion the reported false lumen perfusion was confirmed based on the provided CT images. However, the underlying source of the perfusion could not be determined from the limited still images available for review. Lack of pre-implant cts did not allow for evaluation of the pre-operative anatomy. Additionally, full post-implant CT datasets were not available, limiting evaluation of the in vivo configuration of the implanted stent grafts and assessment of potential sources of the false lumen perfusion. The CT report indicated the presence of a type ii endoleak located at the level of the third most distal stent ring of the distal stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a thoracic dissection. Vamf3232c200tj was implanted to close the residual entry in the descending aorta after marfan syndrome, total arch replacement, and thoracoabdominal replacement. It was reported during the index procedure after the entry was closed an existing endoleak did not dissapear. An additional stent graft was placed on the proximal side. The endoleak subsequently resolved and the procedure was completed. Post op CT taken 3 days post the index procedure showed, blood flow into the false lumen, although it could not be determined whether the source was the junction with the proximal prosthetic graft or the junction between the stent grafts. Additional treatment is currently being considered by the physician. The cause of the false lumen perfusion was not reported. No additional clinical sequelae were reported, and the patient will be monitored.